Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump got into the water. It prompted that the battery is low, so replaced it, but it was showing a flashing medtronic logo. The customer also mentioned that the serial number on the back is no longer there. The customer stated that the location of the damage was at the case of the battery tube side. The product labels are reported as missing, removed, worn, faded, or damaged following usage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the flashing medtronic logo, labeling, and cosmetic damage, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform self test due to blank display. Unable to confirm flashing medtronic logo and power problem due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded electronic assemblies not allowing unit to turn on or access to download, thus confirming customer's concern of moisture damage. Unit was also received with pillowing keypad overlay, scratched case, serial label missing, cracked battery tube, cracked corner of belt clip rails, cracked case. Cracked battery tube threads, stained keypad overlay, and cracked keypad central button. In conclusion, unit came in with blank display due to corroded electronic assemblies. Unable to confirm customer's concern of battery anomaly and flashing medtronic logo due to blank display. In addition, customer's concern of cracked case, moisture damage, and cracked battery tube was confirmed upon visual inspection; a cracked case, cracked battery tube, cracked battery tube threads, and cracked corner of belt clip rails were all noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.